Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation the device exhibited undersensing leading to false pause episodes. R wave amplitude variation was also noted. Programming changes were made. The issue was resolved. The patient presented again on (B)(6) 2018 with the same issue. Programing changes were made and undersensing was not seen with the new changes. The patient will continue to be monitored.